Event description:
Voluntary medwatch received states that the lead broke during a procedure. The lead remains implanted; however it is no longer active. The patient experiences no consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5157646.